Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that leaking was noted at the distal end where the tubing met the needleless connector on a central line. No patient harm was reported.

Event description:
The customer reported that fluid leaked at the connection of the male luer to the needleless connector on the central line at the end of an infusion of red blood cells. A 250 ml bag of nacl 0.9% was also attached to the tubing. The tubing had been in use 1.5 hours prior to the leak. The event was detected when the rn noticed the blood drops on the linens. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din (B)(4), lot number w8f19c2 exp sep 19 naci 0.9%. The customer report of a leak at the connection of the male luer to the needleless connector was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement at the top of the valve. Further inspection of the valve top under magnification showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that fluid leaked at the connection of the male luer to the needleless connector on the central line at the end of an infusion of red blood cells. A 250 ml bag of nacl 0.9% was also attached to the tubing. The tubing had been in use 1.5 hours prior to the leak. The event was detected when the rn noticed the blood drops on the linens. There was no report of patient harm.